Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm disconnected no drawers showing in storage space configuration and no devices detected on medstation and checked the intravenous push 4 for drawer ip address. A field service engineer configured the ip address correctly and replaced comm sled to resolve the issues. Then the fse found that the firewalls were turned on, turned off, all devices and drawers came back with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers and the remote manager were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.